Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain and spinal pain/spinal pain indications. The pump was previously and currently used to deliver fentanyl and an unknown drug. Dose and concentration information was not reported. It was reported that, after a pump and catheter replacement/revision on (B)(6) 2024 (see medwatch #3004209178-2024-08720), the patient was "held" until (B)(6) 2024 for a couple days for observation because "I have a lot of nerve damage in my back and when they do something like this, it rattles my nerves, so they give me more meds to get me to calm them down. I can't just go through surgery and leave and expect the pain pump to cover that pain while the nerves are on fire. Once the nerves are relaxed after surgery, the pump covers it all great".